Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient received inappropriate shocks. There was a lead integrity warning and it was also reported the lead displayed noise, over-sensing, short v-v intervals, there were high non-sustained ventricular tachycardia (vt) episodes, and the sensing integrity counter was noted. Additionally, the right ventricular (rv) pacing lead impedance was high and there were spikes. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.